Event description:
Boston scientific received information that this communicators powercord became very hot and started to smoke. No adverse patient effects were reported.

Manufacturer narrative:
This product is no longer available for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.